Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's mother reported via phone call that the customer was at a camp and fell off a boat into the water wearing the insulin pump. It was stated that the device worked for a while but the day of the call it alarmed bad battery and could not be cleared due to the buttons not responding and then the display went blank. No moisture was seen under the screen. It was also mentioned that the customer had high blood glucose of 25 mg/dl in the morning and treated with insulin pen. It was advised to discontinue the use of the device and revert to a backup plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No moisture damage was found inside of the insulin pump. No blank display was noted. The operating currents could not be tested due to the unresponsive buttons. The insulin pump was received with minor scratches on the display window, cracked case at the display window corner and a cracked reservoir tube lip.